Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-05728. It was reported the patient had dehiscence at both the ipg and lead sites. The infection started at the ipg site and then spreaded to the lead site. As a result, the scs system was explanted on (B)(6) 2016. The patient has a PICC line and is currently on IV antibiotics for 4-6 weeks.